Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The 99% stenosed lesion being treated was located in the severely calcified, severely tortuous proximal left anterior descending (lad) artery (middle and first diagonal). The lesion was not predilated. The physician first attempted to place a 2.75 x 16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. The lesion was then predilated with a 2.5x20mm maverick2 balloon. The physician forcibly advanced the stent delivery system to the lesion due to the tortuosity and calcification. The physician confirmed a think like thrombus. A non-bsc guard wire was used to protect the distal lesion. The physician confirmed blood flow and attempted to deploy the taxus stent again. The physician was unable to cross the lesion again and the taxus stent dislodged proximal to the target lesion. The stent was removed from the pt using a snare. The procedure was completed using another 2.75x16 mm taxus stent. No add'l pt complications were reported. Pt status reported as "good".